Event description:
This rv lead was implanted on (B)(6) 2011. A call to patient services on 11/1/11 states that patient is feeling a sensation like someone is dragging a fork over his teeth, this sensation goes from right (device) to left toward his heart and he feels that he can identify when the rv lead is pacing. Patient has been to (B)(6) clinic once, (B)(6) 2011, where they "turned down something as far as it could go." But the patient continues to feel this sensation. Patient doesn't have to do... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).